Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was received damaged beyond investigation. Visual inspection shows a physical damage to the battery compartment ,as a result the canister lost its circular outline unable to power ¿on¿ the pump. External power supply was used to download the black "blox". Black box review shows the last basal delivery recorded on (B)(6) 2013 followed by multiple por events, deliveries were not resumed. No activity outside of normal use is observed. Tdd add up correctly and reflect the programmed basal target.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report he was admitted into the hospital for dka and dehydration. He was in the hospital for 6 days and was treated with IV insulin and fluid. The patient indicated that he was working outside for three days prior to this event and does not know what his blood glucose readings were at that time. The patient was advised to check his blood glucose frequently in hot weather as dehydration makes it more difficult for the body to absorb insulin. Troubleshooting indicated there was no product malfunction associated with the reported incident. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The subject pump delivered insulin accordingly without any issue. This complaint is being reported because the patient required hcp medical intervention for dka while on insulin pump therapy. Since intentional misuse and use error associated with the animas product could not be ruled out, this complaint is being reported.